Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt could not keep up with recharging and the device was replaced with a non-rechargeable. It was later reported that the neurostimulator (ins) had overdischarged due to the pt being non-compliant. The pt experienced a loss of stimulation and return of pain. The ins was not able to be charged and trickle charge was attempted 4 plus times. The ins was replaced with a non-rechargeable device. Additional info has been requested.